Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego® connector where a dialysis staff observed that a sluggish withdrawal from the arterial tego when taking blood specimen. Tego changed with good result. The issue was noted during use on patient; someone became aware of the issue when observed by clinical staff as part of dialysis procedure. No medication was used with the product. There was patient involvement but no delay in therapy, no adverse events, and no one was harmed in the reported event.

Manufacturer narrative:
D9 - date returned to mfg: 6mar2025 investigation summary received one (1) used list# d1000, tego¿ connector, appx 0.05 ml; as received, there a blood clot observed in the fluid path. No other physical damage or other anomalies observed. After rinse of the fluid path, the tego was pressure and leak tested with no sign of failure mode described. As received, the customer complaint of sluggish withdrawal from arterial tego when taking blood specimen is confirmed. A device history record lot# review could not be conducted because no lot number(s) was/were identified. Probable cause is an obstruction in the fluid path during use.